Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a red alert on the power module. Disconnecting and reconnecting the internal battery did not resolve the issue. Turning off the power module or disconnecting from ac power did not resolve the issue as well. The module would be exchanged.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Section h10: correction. There is no related report number. Manufacturer¿s investigation conclusion: the reported event of an alarm on the power module was confirmed. The power module (serial number: (B)(6) was returned for analysis and evaluated and tested on 21nov2024. It was stated that the power module backup battery had reached its expiration date of 30nov2022. During charging, it was stated that the red battery light activated as the backup battery was expired. It was stated that the battery needs to be replaced, and the site is awaiting the delivery of a new battery. Additional provided information stated log files were unavailable as no patient was associated with the event. The root cause of the observed red battery alarm was determined to be related to an expired backup battery. The heartmate power module instructions for use instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. The device history records were reviewed for the power module (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate power module instructions for use (IFU) (rev. C) sections 4.0, entitled ¿power module [pm] backup power¿, and 5.0, entitled ¿power module [pm] alarm conditions¿, instructs users on how to handle red battery alarms and red battery + yellow wrench alarms that occur on the power module. A red battery alarm indicates that the backup battery has less than 5 minutes of power remaining. A red battery alarm with a yellow wrench alarm signifies that the internal backup battery is not functioning properly. Users are instructed to switch to another power source immediately, as the pump will stop without power. Heartmate 3 patient handbook (rev. G) section 6, entitled ¿equipment maintenance¿, instructs users to appropriately dispose of all expired equipment according to applicable local, state, and federal regulations. If you are unsure how to dispose of something, call your hospital contact. Heartmate power module instructions for use (IFU) (rev. C) section 11.0, entitled ¿routine maintenance¿, instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. Heartmate 3 instructions for use (IFU) (rev. G) section 8, entitled ¿equipment storage and care¿ describes how to care for and clean all equipment, including the power module. Section f, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.